Manufacturer narrative:
Information was not provided in the patient complaint to identify the specific product that allegedly malfunctioned. No product has been returned and nuvasive has been unable to perform an analysis of the device in question. However, nuvasive has identified the following risks in the use of cervical implant systems: "if a delayed union or non-union occurs the implant may fail due to metal fatigue." And, "the patient must be made aware that the implant components may bend, break or loosen even though restrictions in activity are followed." The root cause of the reported event is unknown at this time. Nuvasive will continue to investigate the matter and will file a follow-up report in the event that additional information is obtained.

Event description:
The patient alleges that she was implanted with a device manufactured and/or distributed by nuvasive during a surgical procedure performed on her neck on (B)(6) 2006. She also states that in mid-2008, she began to feel pain at the site of the surgery, and began to experience difficulty swallowing. On (B)(6) 2008, the implant was removed. The patient alleges that the screw and plate were broken. The patient did not report the name of the implant system or provide any product identification information.